Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for investigation. The issue was verified through images provided by the customer showing the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.